Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the pump's time and date were incorrect, cause was unknown. Reportedly, the customer declined troubleshooting. Customer¿s blood glucose reached 295mg/dl.